Event description:
This lead was implanted on (B)(6) 2001. Pace sense portion was capped on (B)(6) 2013 due to high threshold. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).